Event description:
It was reported by a physician that after a battery replacement, the patient recent increase in depression has not improved. Additional relevant information has not been received to-date.